Event description:
It was reported that, after the plaintiff underwent a left metal-on-metal bhr performed on (B)(6) 2011, the patient since (B)(6) of 2023 has been symptomatic. He felt popping and something slipped inappropriately in the hip. Further evaluation revealed high serum metal ion levels as well as retroacetabular osteolysis. A revision surgery was performed on (B)(6) 2024. The hip capsule was opened and black fluid presented itself. The stem was well-positioned and well osseointegrated. There was no black discoloration of the trunnion but the very tip of the trunnion had a unusual metal ridge. It was not unstable. The surgeon decided to leave the stem in place. The acetabular component had little bone ingrowth. There was extensive black discoloration of the synovium which was debrided. There were 2 major cavities and the acetabulum filled with black material. A comprehensive debridement of fascia and synovium was performed to remove the vast majority of the black discoloration. The 2 distinct cavities and the acetabular bone were debrided with curettes and later filled with cancellous bone chips. The acetabular and head components were removed and replaced for competitor (stryker) acetabular and insert implants, and an s+n oxinium 36mm head. The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: h6 (type of investigation and investigation findings), h11 (roi). Corrected data: h6 (health effect - clinical code). H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup. No other similar complaints have been identified for the head. This failure will continue to be monitored via routine trending. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. Although the elevated cobalt and chromium, retroacetabular osteolytic cyst, and extensive black discoloration of the synovium are consistent with the reported metallosis. The clinical root cause of the metallosis cannot be definitively confirmed. It cannot be determined to what extent the strange mushroom shaped overhang at the tip of the trunnion had on the patient¿s clinical status. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.